Event description:
It was reported that (1) scb45 and (2) scg45 were used during a vats procedure. It was reported by the affiliate that the staples would not form at all but cut the tissue completely. The pt was converted to an open procedure.